Manufacturer narrative:
(B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 127203 with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 127203 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported while using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes that there was "not enough vacuum in the tube" and they were under-filling.